Event description:
Customer reported receiving an error 4 when inserting a test strip into their freestyle blood glucose monitor. During troubleshooting with adc customer service, it was discovered that the unit of measurement could be changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation on returned meter. Memory overwrite was observed. Customers and retailers have been informed through the famay2006 letter.